Manufacturer narrative:
No button error alarm noted during testing. Unit had unresponsive buttons due to flattened (creased) bolus express, act and esc buttons dome switch. No unlocked j2/lcd keypad connector noted. Unit had broken battery tube threads. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone that the insulin pump had button issue. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the battery compartment was damaged. The insulin pump wil be returned for analysis.